Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. Upon inspection of the photo, it was found that blood was between the threads of the max zero and the luer connection. The reported defect was confirmed. This is not an expected occurrence and could occur due to damage to the components (q-syte luer port or the max zero) or due to an insecure connection. Unfortunately, the photo provided for this incident did not present sufficient evidence to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed without the physical sample. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that nexiva 20 ga x 1.25in sp with maxzero leaked blood. The following information was provided by the initial reporter: blood is being trapped inside of the threads.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20 ga x 1.25in sp with maxzero leaked blood. The following information was provided by the initial reporter: blood is being trapped inside of the threads.